Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise oversensing. The ra lead was capped and replaced on (B)(6) 2024. There were no patient consequences.